Event description:
A medtronic representative reported that during a dlif multi-level spine case, the surgeon reported a slight alignment issue with the images when navigating interbody trials on l2/l3. It was reported to be more pronounced with the greater the oblique angle of the o-arm spin. The work-around was to take another spin and ensure that the orientation was true a/p lateral. This issue had no effect on the case and the surgery was completed successfully with no impact on the outcome of the patient.

Manufacturer narrative:
Patient information was not available from the site. No parts or files have been received by the manufacturer.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.